Event description:
Received complaint from attorney stating, "the consumer was seriously injured when the right arm of the mentioned wheelchair unexpectedly released because of a malfunction in the bracket and locking mechanism of said wheelchair arm. The consumer allegedly sustained serious injuries including 2-hernia disc in their lower spine and a torn meniscus in their right knee.